Event description:
It was reported that the patient was experiencing diaphragmatic and phrenic nerve stimulation from the left ventricular (lv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.